Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Reportedly, the customer's blood glucose level was in the 600's (mg/dl). However, the customer administered 10 units of insulin with insulin pens. At the time of the reported event, the customer's blood glucose level was 317mg/dl. It was confirmed that the customer had insulin pens available for insulin therapy.